Manufacturer narrative:
The account has not returned hill-rom's attempted to determine the resolution of the alleged malfunction.

Event description:
The account alleged when the bed is plugged into the biu, it shuts the nurse call down. He put another bed in and it works fine.